Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The traveler device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous distal right coronary artery. A traveler rx 2.0 x 20 mm balloon dilatation catheter (bdc) was advanced to the lesion with resistance noted. The balloon ruptured at 14 atmospheres during the first inflation. The procedure was successfully completed with another traveler rx 2.0 x 20 mm bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection and functional testing were performed on the returned device. The material rupture was confirmed. The reported resistance was not confirmed as it was related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history revealed no other similar incidents. The investigation determined the reported difficulties were due to case circumstances. It is likely that the reported resistance and balloon interacted with the heavily tortuous anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.